Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found kinks and knots on the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head generated an error code e226 (scope communication error). The issue was found during preparation for use. The procedure was completed using another device. As reported, there was no delay in the procedure and no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, occurrence cause of indicated phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.